Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch when charging. Customer's blood glucose level was 270 mg/dl. After the pump was disconnected from charging, the pump went back to normal temperature.